Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro power supply was intermittently working. The green light on the bottom did not always come on when the hemopro and the power supply were plugged in. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The product is returning.